Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was less than 40 mg/dl. And the meter bg reading was 346 mg/dl. Additionally, the customer reported an elevated bg of 540 mg/dl due to consuming carbohydrates believing that her bg was initially "low". Customer administered a correction bolus via the pump to address the elevated blood glucose level. No additional patient or event information was available. A root cause could not be determined. A replacement sensor was sent to the customer.

Manufacturer narrative:
B1, b2, b5, h1, added codes 1905 and 4613, removed codes 2199 and 4582

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was less than 40 mg/dl, and the meter bg reading was 346 mg/dl. No additional patient or event information was available. A root cause could not be determined. A replacement sensor was sent to the customer.